Event description:
The customer states that one pt sample generated an initial architect c8000 potassium assay result of 6.8 mmol/l. The customer retested the same sample on the other architect c8000 analyzer in the lab and generated a result of 4.1 mmol/l. Controls have been within specifications. The customer then mentioned that the cuvette washer was overflowing. There is no impact to pt mgt reported.